Event description:
In 2008, this pt was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. Also the same day, this pt was implanted with gore excluder aaa endoprosthesis to treat an iliac artery avulsion. Pt died the following month. Cause of death is unk. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.